Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal. 'High alarm displayed: downstream occlusion' was found in the event history log. Functional testing was able to duplicate the issue. It was determined that the defective dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an 'occlusion' message only when using a 100ml or 250ml cassette". There was no patient involvement.